Event description:
Dealer states the user states he gets the right motor to lock up intermittently in reverse, and has no error code. Dealer states the chair is not acting up for him. It is assumed there is a problem with the right motor or gearbox.